Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: revision of the left knee was performed secondary to suspected failed left knee arthroplasty. Intraoperative findings include synovitis; a loose femoral component with extensive osteolysis; although the tibial component remained well fixed, there was anterolateral osteolysis adjacent to the component, therefore it was removed; and lateral collateral ligament attenuation. No intraoperative complications were noted. Doi: (B)(6) 2011; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.